Event description:
It was reported that the patient needed an MRI compatible system, so her old system was explanted and replaced. The replacement was based on the patient¿s request for an MRI safe system. The patient was told that the lead had migrated. The anchors were reviewed by the physician and explanted and remained attached to the leads. No mention of migration was made by the physician. He did not see any movement of the anchors from the original placement. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the lead, serial # (B)(4), determined that the lead body conductor was broken within 10 cm of the connector area. The #5 wire was broken 2.9cm from the proximal end. Analysis of the lead, serial # (B)(4), determined no anomaly.

Manufacturer narrative:
Concomitant products: product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of the lead, serial # (B)(4), determined that the lead body conductor was broken within 10 cm of the connector area. Analysis of the lead, serial # (B)(4), determined no anomaly.

Manufacturer narrative:
Additional review determined that the conclusion code should be updated for lead model 3778-60, serial number: (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the stimulation ins battery to have reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.